Event description:
The external pulse generator was returned as a trade-in for exchange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, one side bail cover and the ring cover were broken, that the liquid crystal display was defective (it was bleeding) and that the battery drawer needs an o-ring. (B)(4).